Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to damage of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, it was found that the endoscopic image was fogging. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to moisture invasion into the subject device by some factor such as following. - deterioration of the fixed part with adhesive between the ccd unit and frame of distal end due to the physical damage, and/or chemical stress by reprocess - moisture absorption of adhesive between the ccd unit and frame of distal end due to excessive long-time immersion and/or storage in high humidity environment if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the foggy image could not be determined, it's possible that some kind of physical stress was applied to the distal end. The device presumably received chemical stress from reprocessing etc. Along with the physical stress, which caused a part of the gluing on the charged coupled device (ccd) unit to deteriorate. This may have made moisture invade on the device. Also, moisture absorption by unnecessary long-term immersions or storage in high moisture could had contributed to the event. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. - if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. -if noise, blur or fog appear on the endoscopic image. - presoak the endoscope only if the endoscope was used in a patient procedure with excessive bleeding or if reprocessing of the endoscope was delayed, allowing debris to dry. Unnecessary long-term immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope. - to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.